Manufacturer narrative:
Manufacturer's investigation conclusion: the report of depleted batteries can be confirmed based on the submitted log files. The system controller event log file contained approximately 14 days of data, spanning from (B)(6) 2019 10:59:23 to (B)(6)2019 02:53:47. From (B)(6) 2019 10:59:23 to (B)(6) f2019 4:11:48, numerous low voltage advisory alarms were captured due to the patient running their batteries below the low voltage threshold. Each time the patient connected to fully charged batteries. On (B)(6) 2019 00:26:35, the low power advisory became active. The patient¿s batteries continued to drain, and approximately 34 minutes later, the low power hazard alarm became active. Approximately 5 minutes later at 01:05:46, both batteries depleted, and no external power alarms were flagged. The system operated on the controller backup battery until 02:53:15, when it depleted, and the pump stopped. Approximately 30 seconds later, the system controller time clock was reset. Following the reset, the system controller was connected to the power module and pump restarted and remained above the low speed limit for the remainder of the log file; however, the system controller clock remained invalid. Review of the patient¿s lvad event log file revealed corresponding software resets which coincide with the time of the depletion of the backup battery and reset of the system. The system controller and lvad periodic log files captured the device operating as expected. Per the vad coordinator, the patient¿s controller was exchanged, and the patient was reeducated on power management. All of the patient¿s 14v batteries would be replaced. The patient was discharged home and remains ongoing on vad support. No product available for investigation. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient heard an alarm. The account noted that under history of log files there were low voltage, no external power and pump off. The patient reported having chest pain when power was restored. The manufacturer technical services reviewed the submitted log file and confirmed low voltage hazards while on batteries due to the patient running the batteries down below the low voltage hazard threshold. The last time this occurred there was an intentional pump stop command given from the system monitor. The patient was re-educated on power management. No additional information was provided.